Event description:
The patient contacted animas on (B)(4) 2012 for assistance with programming a replacement pump and stated that the date of (B)(6) 2012 would not hold in the pump. The patient reported that despite rebooting and programming in a different order, the pump would still not hold the date. This complaint is being reported because of the allegation that the time and date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: two boluses from the pump and one bolus from the meter were performed and all three recorded accurately in the pump history. The pump was exercised for 24 hours with no issues occurring. During investigation, the date was set to 02/29/2012 and was found to have reset to 02/28/2012 after returning to the main screen. The pump was unable to hold the date of 02/29/2012. A software issue was found to be the cause of the reported date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.